Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on during use, the cardiosave intra-aortic balloon pump (iabp) unit made squelching noise. There was no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. A getinge field service engineer (fse) evaluated the unit and found that errors 37, 58, 124 were logged. After testing the unit fse found there was an intermittent issue with the drive manifold and the pressure transducer. Fse resolved the issue by replacing pressure transducer, 30 psia, 4" cable, drive manifold assembly. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Iabp was then returned to customer for clinical use.

Event description:
N/a.